Manufacturer narrative:
(B)(4). An educational brief was sent (B)(6) 2010 including a physician letter and an educational brief from FDA. This dear healthcare professional letter provides info reinforcing the importance of following the models 3093 and 3889 interstim tined leads implant manual, specifically regarding post surgery lead removal, to minimize the number of occurrences of lead breakage, which can result in unretrieved device fragments. This educational brief provides recommendations for pt management during post surgery lead removal, as detailed in the interstim therapy model 3093 and model 3889 lead implant manual. Also included is a copy of the "FDA public health notification: unretrieved device fragments" issued by the u.s. Food and drug administration (FDA) on 01/15/2008.

Event description:
It was reported that the tined end of the lead broke off in the middle of a lead removal procedure. Pt info could not be obtained. Additional info has been requested, but was not available as of the date of this report.